Event description:
It was reported that during a meniscal repair surgery, after deploy the t1 of the fast-fix, the t2 deploy prematurely. T2 deployed through the meniscus. Both ts were removed by tweezers. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material deformation. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture are still in place. The overmold assembly has been bent almost 90 degrees. A functional evaluation of the device showed it will not cycle due to the bent needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.